Event description:
The patient has a history of tonsillar squamous cell carcinoma and required a gastrostomy tube prior to treatment. Last year the patient had a peg (percutaneous endoscopic gastrostomy) tube placed, and a cook medical cope gastrointestinal suture anchor set put in place to stabilize the tube until healing occurred. A few months later the patient returned for removal of the suture. Two months following the patient's return the peg tube was removed. There were no difficulties with the removal documented in the medical record. The patient's wound did not heal despite a variety of interventions. In the summer of the following year an egd (esophagogastroduodenoscopy) was done and a retained suture was identified. The suture was removed endoscopically.